Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had an infection and the catheter and pump were explanted. It was unknown what diagnostics/troubleshooting was performed and if additional interventions/actions were taken. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The devices were to be replaced in the future. Follow-up was being conducted to obtain drug information, other medications taken, pertinent medical history, event dates, symptoms related to the infection, clarification of the infection, diagnostics performed, actions/interventions taken, and cause of the infection. If additional information is received, a follow-up report will be sent.